Manufacturer narrative:
Analysis of the communication logs revealed that there is a query demographics message to lis for pid (B)(6) (q1) followed by a result some seconds after, which is sent through the same connection (r1). The query (q1) times out (no response received in time) but there is a response (q2) sent eventually to gemweb plus that is waiting to be processed after the result is sent out. Additionally, there is another sample run that generates a query demographic (q3, for pid (B)(6) that is queued to be sent out to lis (also waiting for the result r1 to be transmitted). When the result (r1) transmission ends, the first response to get to gemweb plus is for the first patient (q2, the response to the one timed out). Since the last demographic question to be sent out to lis is for that pid (q1), the response (q2) passes the first validation and gets through. Since the system generated the query for the second patient (q3), the response (q2) gets through the second validation, and it is taken as a valid response for the second petition (q3), so the demographic data received for 03885591 is assigned to the sample with pid (B)(6). The conclusion is that the mismatch is due to a known error that may happen when the lis provides slow responses (implying timeouts). In order for this to occur, a timed out response has to be received in the small millisecond window between generation of the next query and the moment it is sent out. This defect was solved in gemweb plus v6.1.0 (software version 5.3.1 was in use at the time of the reported incident). Risk assessment for this incident was completed on (B)(6) 2024.

Event description:
On (B)(6) 2024, gemweb plus queries the lis for patient ID (B)(6) analyzed on gem 5k pat met, receiving the correct demographic (patient 1). The report printed from gem 5k reported a different an a graphic data (patient 2). After this the gwp sent the results with the correct patient ID (B)(6) so lis associated the results to the correct an a graphic (patient 1). Two minutes later a new analysis was performed for ID (B)(6) on gem 5k pat med and the report printed from the instrument was correct. A sample with ID (B)(6) (patient 2) was analyzed at the same time on another instrument gem 5k.